Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 489 mg/dl at the time of incident. The customer's mother stated that they had couple of high blood glucose that was 500 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they tried different sites. The customer's mother stated that they were able to bring down the blood glucose to 180 mg/dl but the blood glucose started to come up high. The customer's mother stated that they were sure that the site was bad. The customer's mother performed self test and the insulin pump passed. The customer's mother performed high pressure test and the insulin pump passed. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.